Event description:
A us distributor contacted zoll to report that a patient developed a open wound, bruise and welts under the lifevest equipment. Patient described the area as cut, bruise, and welts. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation there is no indication that the patient received medical intervention. Outcome of the irritation is unknown.